Manufacturer narrative:
The insulin pump was received unable to prime during the prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. The insulin passed displacement test. The insulin pump had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that insulin squirted out of the tubing during manual prime. Customer stated that the piston continue to move forward after reservoir contact and insulin squired out. No numbers appeared on screen and no beeps heard when pressing the act button and customer was unable to prime. The insulin pump was not bumped, dropped o exposed to moisture. Blood glucose value is unknown. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.